Event description:
It was reported that non-sustained-lead-noise due to post-paced t-wave oversensing was observed via a merlin@home transmission. Reprogramming was recommended.

Event description:
New information received indicated that another instance of post-paced t-wave oversensing was observed after previous programming change was made. Further programming changes were made.

Manufacturer narrative:
(B)(4).